Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level earlier during the night. Customer¿s blood glucose was 580 mg/dl at the time of incident. The customer treated high blood glucose with shot. The customer declined troubleshooting for high blood glucose level. Customer was reported that insulin pump was in manual mode. The insulin pump will not be returned for analysis.